Event description:
As reported by an edwards lifesciences affiliate in the united kingdom, regarding a case of a 26mm sapien 3 ultra valve. During device preparation of a 14f esheath, while flushing, it was noted that the hydrophilic coating was coming away from the esheath at the distal tip, leaving a "jelly" residue. The esheath was wiped with sterile glove, not with a swab. It was decided to use a second esheath. The valve was implanted without issue. No harm to the patient.

Manufacturer narrative:
Investigation is underway.

Manufacturer narrative:
The device was returned for evaluation. The returned device was visually examined, and the following was observed: sheath liner unexpanded, sheath distal tip unopened, and buildup of hydrophilic coating is noted along the sheath shaft. Red dye test was used to visualize the hydrophilic coating on the sheath after samples were taken for ftir testing and the following observations were made: hydrophilic coating is sporadic along the sheath shaft and most predominantly at the distal end. Due to the nature of the complaint, no applicable dimensional or functional testing is able to be performed. Imagery was provided and reviewed. The following was observed: dilator inserted through sheath. Sheath liner unexpanded and distal tip unopened. The reported event was confirmed based on evaluation of the returned device. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Evaluation of the returned device showed buildup of hydrophilic coating along the sheath shaft. Material analysis was performed on the isolated material collected during product evaluation with ftir, concluding that the particulate show similar absorption characteristic when compared to a copolymer, one of the main components of hydrophilic coating. Red dye testing was also performed on the returned device and showed that the sheath shaft likely underwent physical interaction that caused movement of the hydrophilic coating along the shaft. During device unpacking, if the sheath was mishandled this can cause the hydrophilic coating to shift or bunch along the sheath. As such, a definite root cause is unable to be determined at this time; however an awareness communication was performed as a pre-cautionary measure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.